Event description:
A complaint was received that a patient's precision system was explanted due to infection at the pocket site. Antibiotics were used prior to explant, however, the infection did not clear. The physician prescribed the patient antibiotics and cleaned out the pocket site.

Manufacturer narrative:
The explanted devices will not be returned for evaluation, as they were discarded by the medical facility.